Manufacturer narrative:
Siemens filed the initial MDR 2432235-2023-00290 on 08-nov-2023. Additional information (10-nov-2023): siemens reviewed pictures of the sample tube and noted that the customer is using a code 39 barcode symbology without a checksum, a length of 10 digits, and a 3rd party barcode printer. It was also noted that the customer uses a minor transparency label that causes the subsoil to shine through the label, multiple labels adhered to a sample tube, and inadequate print quality. Siemens does not recommend using a code 39 barcode without a checksum as per auto2-a2 laboratory guidelines and the siemens site survey. If code 39 is used, a checksum must be enabled. Siemens performed troubleshooting according to the atellica solution service manual to analyze and improve the tcs (tube characterization station) barcode reading integrity. The reported behavior was a one-time occurrence and has not recurred. The investigation concluded that the barcode settings used by the customer, in combination with an inadequate print quality and improper label, caused the sample barcode to be misread. The system is operating as specified and no further evaluation was required.

Event description:
The customer noted that patient sample ID (B)(6) was scanned as (B)(6) by the tcs (tube characterization station) on the atellica sample handler prime with serial number :(B)(6). The customer received results for sample ID (B)(6) from (B)(6) and informed siemens that no discordant result was reported to the physician(s). The customer performed repeat testing on both samples to confirm the correct results. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
An outside united states (ous) customer noted that patient sample ID (B)(6) was scanned as (B)(6) by the tcs (tube characterization station) on the atellica sample handler prime with serial number (B)(6). The customer received results for sample ID (B)(6) from (B)(6) and informed siemens that no discordant result was reported to the physician(s). The customer performed repeat testing on both samples to confirm the correct results. Siemens assisted the customer and performed services, including cleaning the tcs reflective plate, camera lens, camera identification, and focus adjustment. Siemens performed tube identification testing of sid (B)(6) at different angles, and there was no error identifying the tubes. The system performed as specified. No further evaluation was required. The MDR is a correction for the MDR 2517506-2023-00237 filed on (B)(6) 2023.